Event description:
Additional information received reported that the patient felt electric prickle when he combs his hair.

Event description:
It was reported that there was a lead migration. While using unipolar electrode pairs for stimulation, the patient felt an "electrical prickle (paresthesia)" in the implantable neurostimulator (ins) pocket. Intra-operative impedance measurements were taken as a result of the event as well as "one new lead". It was unclear if a new lead had been used as it was indicated that explant of one of the leads, ins and extension had been planned. There were no known impedance issues as well as no patient symptoms or injuries related to this event.

Manufacturer narrative:
(B)(4). The previously reported conclusion no longer apply to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3708640, serial# unknown, product type extension, product ID 3708640, serial# unknown, product type extension product ID 3389-40, lot# unknown, product type lead product ID 3389-28, lot# unknown, product type lead. (B)(4).